Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test 350, but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). Upon initial evaluation, the reported condition was not confirmed. At completion of the investigation, or if additional relevant information is obtained, a follow up report will be submitted.

Event description:
The customer contacted baxter's technical service center to report high drain 104 on the homechoice (hc) machine during use, patient connected in drain 4 of 4. The hp normally did 5 cycles. The hp stated after the test fill/drain that was performed last night, his machine changed to 4 cycles. A swap of the device was initiated. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.